Event description:
It was reported that the patient experienced an inadequate stimulation and unwanted stimulation in other areas after a revision procedure (MFR report number 3006630150-2025-07415). The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.